Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect of occlusion is listed in the perclose proglide instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device b5: the additional devices referenced in b5 are filed under separate medwatch report numbers. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of three proglide devices were successfully pre-placed. There was an unspecified issue with the first 2 sutures. The third suture was placed successfully. The tavr procedure was completed using the same 14f sheath. Reportedly post procedure, the three pre-placed proglide knots were successfully advanced to the vessel wall and tightened (functioned as intended). There did not appear to be sufficient flow distal to the stick site due to a backwall stitch; however, the physician was unsure which device may have caused the issue. A cut down was performed and the patient was converted to vascular surgery for artery repair, iliofemoral endarterectomy and an iliofemoral bypass. No additional information was provided.